Manufacturer narrative:
Examination of the pressure monitoring kit in the product evaluation lab revealed that leakage was found at the tubing to reservoir bond.

Event description:
It was stated before use that the tubing had black particulate in the device, looked dirty and that the tubing leaked. No patient complications were reported.